Event description:
It was reported that pump issued a cartridge alarm after exposure to a magnetic phone accessory and that patient also experienced repeated flow blockages with insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Customer removed cartridge, delivered a test bolus successfully, and then, with support from technical support, loaded a new cartridge and resumed insulin therapy, and later clinical support recommended and coordinated shipment of replacement pump with education on storage mode, return instructions, and interim therapy plan, resolving the issue.